Event description:
Additional information received confirming the event occurred during testing. Event date is unknown. There was no patient involvement.

Manufacturer narrative:
One device was returned for investigation in used conditions. Functional testing was done where the customer reported complaint of the device alarming was not able to be replicated. Investigation showed a cracked return tube. Investigators stated that the cracked return tube could have led to overheating over time causing the device to alarm. The cracked return tube was replaced and the device passed all functionality tests. Service history review shows that the device has not been in for service previously. Device history review was not done as the device is a year beyond the manufacturing date.

Manufacturer narrative:
Date of event is unknown. No information has been provided to date. A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the warmer keeps alarming. There has been no report of patient involvement, no observable clinical symptoms, or a change in symptoms identified in the patient.